Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was due to the trunk cable connector being cracked and unable to connect to a monitor and exposing cut wires within the connector. The electrode belt was unable to complete essential performance testing. The root cause for the cracked connector was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt cable was damaged.